Event description:
Surgical light bulb. 45 minutes into surgery, the bulb which had been functioning well in large permanently mounted ceiling overhead light exploded. The main light fixture did not seem to be overheated as far as the site reporter is aware and there was not a possibility of a voltage surge at the time of the explosion. The light was on max intensity but was not moved nor adjusted during this time. The site reporter states the bulb could not have been banged while in the fixture as the fixture is mounted on the ceiling. A shower of tiny fragments escaped through a hole in the top of the fixture. Pieces of glass were found on the mayo stand next to the pt, but none was found on the pt. The site reporter states the light fixture was above the mayo stand and beside the pt at the time of the explosion. The surgeon was in the process of closing and examined the pt thoroughly with a magnifier. He did feel confident that no pieces were in or on the pt. Staff said the light turned blue, then a brilliant white before exploding. Since there are 2 lightbulbs in that fixture the remainder of the procedure was performed with the same light fixture having only one remaining bulb in place. The mayo stand was taken from the surgical field and the contaminated area was redraped. Upon completing the case, the room was taken down for investigation. The voltage of the light fixture was checked while on maximum intensity and was found to be functioning fine after the incident. The lightbulbs are normally changed when burned out and the light fixtures do have routine maintenance checks according to the site reporter. The MFR has seen this type of incident (and has looked at this specific incident) in cases where oils from the fingers or remnants of cleaning spray are found on the bulbs causing them to explode. The site states they have educated the staff to handle the bulbs with gloves and the housekeeping staff have been instructed to spray the cleaning solution onto rags first and not to directly spray on or near the bulb or light fixture. The facility continues to use these bulbs and no add'l reports of explosions to date after having inservices.